Manufacturer narrative:
(B)(4). Approximate age of device - 1 year. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced black stools at home and was admitted with hemoglobin 7.5 (down from 13). The patient received a colonoscopy x2, endoscopy gi tract imaging capsule x2, and upper endoscopy (edg) enteroscopy x4. The site of bleeding was found to be gastrointestinal (gi), arteriovenous malformation (avm). Anticoagulants at the time of event were aspirin and warfarin. The patient was hospitalized with changes to medication and was transfused with 2 units of packed red blood cells (prbc), with a total of 11 prbc in 24 hour period. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.